Event description:
It was reported a patient died coincident with peritoneal dialysis (pd) therapy. The cause of death is unknown. It is unknown if an autopsy was performed. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). The nurse declined to provide additional information regarding this event. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history was performed and revealed that the homechoice had been reconditioned/serviced since its original manufacture date and is no longer in its original manufacture condition. The service history and event history logs were reviewed with no failures or malfunctions noted that could have caused or contributed to the reported death. The cause of the reported event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.